Event description:
It was reported that the infusion set tubing was bubbling and a leaking cartridge was suspected, coinciding with blood glucose rising above 400 mg/dl for more than five hours; the user replaced all supplies, resumed insulin delivery, and administered a corrective subcutaneous dose of humalog, with no medical intervention or hospitalization. Symptoms included hyperglycemia. Outcomes included the need for additional treatment and patient-initiated corrective action. Investigation included customer follow-up, troubleshooting, and education on proper cartridge loading sequence. Investigation of this case revealed user technique concerns related to cartridge connection outside the device chamber and potential infusion delivery compromise. It was concluded that the event was consistent with hyperglycemia due to interrupted insulin delivery, with user technique as a likely contributing factor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.